Event description:
It was reported that the catheter shaft from a double lumen polyurethane central venous catheter set cracked. On 02feb2024, the catheter was placed in the pediatric intensive care unit (picu). On saturday 17feb2024, during an initial day shift assessment, the catheter dressing appeared to be soiled. The dressing was changed per policy. Upon further inspection, the bed linens of the patient were also discovered soiled. The function of the catheter was then assessed. The lumens were checked for blood return, and only one of the two lumens had blood return. Additionally, the catheter was flushed, and saline leaked directly out of the dressing. The leak appeared to be near the manifold of the catheter where the catheter is usually sutured to the patient. Leakage from the insertion site at skin level was not detected. The team was informed. All the infusions were stopped, and the catheter was removed. Upon inspection of the removed catheter, a crack in the shaft of the catheter was discovered proximal from the tip but distal from the manifold. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person) - postal code: (B)(6). E3 - occupation: senior manager. G4 ¿ PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b1, b2, d6a, h1, h6 (annex e and annex f). H6 - annex e: code e2402 was selected to capture "difficult to settle". This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 29feb2024. The catheter was in place for 10 days before the failure was noticed. It was inserted on (B)(6) 2024 and removed (B)(6) 2024 (note correction to placement date). It is uncertain what substance was used to fill lumens 2 and 3 prior to inserting the catheter, but it is routine practice to flush the catheter with saline prior to insertion. It is uncertain if the lumens were clamped or covered with injection caps prior to insertion into the patient. Lumen patency was confirmed after placement with free aspiration of venous blood. The lumens were not locked with heparin. The patient did not experience a prolonged hospitalization due this occurrence. However, it was noted that the patient did not receive the sedation medication that was infusing via the catheter. Therefore, the patient was difficult to settle, and ventilation setting were adjusted. After the failure was discovered, the catheter was removed, and a new central venous line was placed.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: annex a. Investigation ¿ evaluation: it was reported that the catheter shaft from a double lumen polyurethane central venous catheter set cracked. On (B)(6) 2024, the catheter was placed in the pediatric intensive care unit (picu). It is unknown what substance was used to fill lumens 2 and 3 prior to inserting the catheter; however, it is routine practice to flush the catheter with saline prior to insertion. It is uncertain if the lumens were clamped or covered with injection caps prior to insertion into the patient. Lumen patency was confirmed after placement with free aspiration of venous blood. The lumens were not locked with heparin. On saturday (B)(6) 2024, during an initial day shift assessment, the catheter dressing appeared to be soiled. The dressing was changed per policy. Upon further inspection, the bed linens of the patient were also discovered soiled. The function of the catheter was then assessed. The lumens were checked for blood return, and only one of the two lumens had blood return. Additionally, the catheter was flushed, and saline leaked directly out of the dressing. The leak appeared to be near the manifold of the catheter where the catheter is usually sutured to the patient. Leakage from the insertion site at skin level was not detected. The team was informed. All the infusions were stopped, and the catheter was removed. Upon inspection of the removed catheter, a crack in the shaft of the catheter was discovered proximal from the tip but distal from the manifold. A new central venous line was placed due to this event. Additionally, it was noted that the patient did not receive the sedation medication that was infusing via the catheter. Therefore, the patient was difficult to settle, and ventilation settings required adjustment. No other adverse events were reported due to this occurrence. Reviews of documentation including instructions for use (IFU) and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Cook received one used catheter. Visual inspection noted the device had cracked 2.4cm from the distal tip. The device would leak at the crack during leak testing. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Cook also reviewed product labeling. The lot number was not provided; therefore, the most recent instructions for use (IFU) [c_t_ulmbhce_rev9] supplied with the complaint device were reviewed. Per the IFU: ¿instructions for use¿ 8. Introduce the central venous catheter over wire guide. While maintaining wire guide position, advance catheter into vessel with a gentle twisting motion. Note: do not advance catheter tip beyond distal tip beyond distal tip of wire guide. Always have wire guide leading during catheter placement. Verify catheter tip position using radiology or appropriate technology. In order to guarantee extrapericardial location, the catheter tip should be located above the svc-ra junction, within the lower 1/3 of the svc. Every effort must be made to ascertain proper tip position in order to prevent erosion or perforation of the central venous system and to ensure proper delivery of infusates. 9. After catheter is in position, remove wire guide. Venous blood should be easily aspirated. Winged hub can now be sutured into place. If catheter is not introduced to its full length, additional suture should be carefully placed around catheter and affixed to the skin at entry site if movable suture wing is not included. This will help prevent backward or forward catheter movement. Lumens should now be flushed with 5-10cc normal saline prior to use or establishment of heparin lock.¿ the information provided upon review of the dmr, IFU, and device failure analysis suggests that the device was not manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the device was sutured to the patient and the catheter was damaged, but cook cannot confirm this with out more information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.